Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test, weak battery, low battery alarm or no delivery alarm due to motor error alarms. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery, motor error, weak battery, and failed battery test. The customer also noted that the device alerted low battery after less than a week since a battery change. The blood glucose reading was 182 mg/dl. She stated that she received a no delivery alarm during a bolus, replaced the battery, then received the motor error alarm. The device passed the self test. She reported that she had to replace batteries every 3-4 days. She stated that the issue was getting worse even though the device was brand new. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-50136.